Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, it operated as expected. The reported complaint could not be replicated or confirmed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump did not deliver over night. They did not advise if the pump alarmed or not. They stated that this resulted in an 8 hour delay of therapy and that the patient was able to use another pump while they waited for a replacement. Mmdg did follow up with the initial reporter who stated that the patient hadn't experienced any harm due to the complaint. No other information was provided. [Complaint-(B)(4)].